Event description:
Customer originally reported: when I tried to remove the t-connector (B) (4). It would unscrew to a point, but it would not release the inserted end. All of the pieces, 3 or 4 of them, that I had problems with, acted as if they were "stripped". If I recall correctly, the issues happened in most instances between a "y" (B) (4) & a "t" (B) (4). During investigation of the returned product, info enclosed by the sender with the product indicated that a leak with a cracked male luer occurred. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The customer's original reported event, that the set could not be disconnected could not be confirmed. The male luer lock was damaged on the returned model # 10015488 making it not possible to replicate the reported experience. The failure of a crack on the male luer was confirmed. The root cause was not determined; however, the failure mode for broken luers in disposable administration sets have previously been identified to be due to use error conditions such as excessive cleaning with alcohol, over tightening, hemostat use and possible molding defects. The lot # was not identified and a lot history record review could not be performed. However, a query of the mfg data for this model # was performed since 01/01/2008 and did not identify any mfg issues related to the reported failure mode.